Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient may have experienced an allergic reaction to the implantable leads. The patient experienced a hematoma, pericardial effusion, and increased inflammatory makers. The patient was treated with steroids and ibuprofen. The leads remain in use. No further patient complications have been reported as a result of this event.